Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was unable to be implanted. The lead was not used, and the procedure was abandoned because the patient could not tolerate the extensively prolonged operation. The patient was stable.

Manufacturer narrative:
The reported event was ¿repeated attempts to change the pacing lead position were unsuccessful.¿ as received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.